Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert appeared in the pump history. There was no adverse impact to the customer's blood glucose level. The customer was not using the tandem charging cable but was using the tandem wall adapter. They attempted various troubleshooting steps, such as trying the adapter in a working outlet for 30 minutes and using a different adapter, but the issue persisted. Since the customer did not have another charging cable to try, technical support arranged to send a replacement tandem cable and wall adapter via two-day shipping and planned a follow-up. If the pump battery depleted before receiving the supplies, the customer was to rely on manual insulin injections. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.